Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a 29-year-old female patient who had essure (batch no. A64832) inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2013. The patient's medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (difficult robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: one coil on the left, three coils on the right. The hydrothermal inflation portion of the procedure was performed with excellent fluid hemostasis, as well as a total ablation time of ten minutes. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: successful bilateral sterilization. Pathology test - on (B)(6) 2019: received in formalin in a container labeled with the patient's name, identifiers, and "uterus, cervix, bilateral fallopian tubes" is a 159 gram hysterectomy specimen, devoid of ovaries, with two detached segments of fallopian tube. The uterus measures 11.5 cm from fundus to ectocervix, 7 cm from cornu to cornu, and 5.2 cm in anterior to posterior dimensions. The anterior aspect of the uterus is thoroughly covered with gray fibrous adhesions and a small amount of adherent fatty tissue. The cervix alone measures 4.8 cm in length and 2.8 cm in diameter. The external os measures 0.6 cm in length and is patent. The ectocervix is glistening and unremarkable. The uterus is bivalved and the cervix is serially sectioned showing multiple mucus-filled cysts. The endometrial cavity measures 7 x 2.5 cm. It is lined by soft pink-tan endometrium, 0.2 to 0.4 cm in thickness. The myometrium measures up to 2 cm in thickness. No tumors or polyps are grossly identified. The fallopian tubes measure 3.5 and 4.0 cm in length and both measure 0.5 cm in diameter. Lot number: a64832 . Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received. Reporter information, lot number, date of insertion and event ablation added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a 29-year-old female patient who had essure (batch no. A64832-not valid) inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2013. The patient's medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (difficult robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: one coil on the left, three coils on the right. The hydrothermal inflation portion of the procedure was performed with excellent fluid hemostasis, as well as a total ablation time of ten minutes. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: successful bilateral sterilization. Pathology test - on (B)(6) 2019: received in formalin in a container labeled with the patient's name, identifiers, and "uterus, cervix, bilateral fallopian tubes" is a 159 gram hysterectomy specimen, devoid of ovaries, with two detached segments of fallopian tube. The uterus measures 11.5 cm from fundus to ectocervix, 7 cm from cornu to cornu, and 5.2 cm in anterior to posterior dimensions. The anterior aspect of the uterus is thoroughly covered with gray fibrous adhesions and a small amount of adherent fatty tissue. The cervix alone measures 4.8 cm in length and 2.8 cm in diameter. The external os measures 0.6 cm in length and is patent. The ectocervix is glistening and unremarkable. The uterus is bivalved and the cervix is serially sectioned showing multiple mucus-filled cysts. The endometrial cavity measures 7 x 2.5 cm. It is lined by soft pink-tan endometrium, 0.2 to 0.4 cm in thickness. The myometrium measures up to 2 cm in thickness. No tumors or polyps are grossly identified. The fallopian tubes measure 3.5 and 4.0 cm in length and both measure 0.5 cm in diameter. Lot number reported is ( a64832 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (difficult robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: received in formalin in a container labeled with the patient's name, identifiers, and "uterus, cervix, bilateral fallopian tubes" is a 159 gram hysterectomy specimen, devoid of ovaries, with two detached segments of fallopian tube. The uterus measures 11.5 cm from fundus to ectocervix, 7 cm from cornu to cornu, and 5.2 cm in anterior to posterior dimensions. The anterior aspect of the uterus is thoroughly covered with gray fibrous adhesions and a small amount of adherent fatty tissue. The cervix alone measures 4.8 cm in length and 2.8 cm in diameter. The external os measures 0.6 cm in length and is patent. The ectocervix is glistening and unremarkable. The uterus is bivalved and the cervix is serially sectioned showing multiple mucus-filled cysts. The endometrial cavity measures 7 x 2.5 cm. It is lined by soft pink-tan endometrium, 0.2 to 0.4 cm in thickness. The myometrium measures up to 2 cm in thickness. No tumors or polyps are grossly identified. The fallopian tubes measure 3.5 and 4.0 cm in length and both measure 0.5 cm in diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (difficult robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2019: received in formalin in a container labeled with the patient's name, identifiers, and "uterus, cervix, bilateral fallopian tubes" is a 159 gram hysterectomy specimen, devoid of ovaries, with two detached segments of fallopian tube. The uterus measures 11.5 cm from fundus to ectocervix, 7 cm from cornu to cornu, and 5.2 cm in anterior to posterior dimensions. The anterior aspect of the uterus is thoroughly covered with gray fibrous adhesions and a small amount of adherent fatty tissue. The cervix alone measures 4.8 cm in length and 2.8 cm in diameter. The external os measures 0.6 cm in length and is patent. The ectocervix is glistening and unremarkable. The uterus is bivalved and the cervix is serially sectioned showing multiple mucus-filled cysts. The endometrial cavity measures 7 x 2.5 cm. It is lined by soft pink-tan endometrium, 0.2 to 0.4 cm in thickness. The myometrium measures up to 2 cm in thickness. No tumors or polyps are grossly identified. The fallopian tubes measure 3.5 and 4.0 cm in length and both measure 0.5 cm in diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in a 29-year-old female patient who had essure (batch no. A64832-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2013. The patient's medical history included multiparous. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), uterine enlargement ("enlarged uterus") and menstruation irregular ("irregular menses"). The patient was treated with surgery (difficult robotic assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, uterine enlargement and menstruation irregular outcome was unknown. The reporter considered menorrhagia, menstruation irregular and uterine enlargement to be related to essure. The reporter commented: one coil on the left, three coils on the right. The hydrothermal inflation portion of the procedure was performed with excellent fluid hemostasis, as well as a total ablation time of ten minutes. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2019: successful bilateral sterilization. Pathology test - on (B)(6) 2019: received in formalin in a container labeled with the patient's name, identifiers, and "uterus, cervix, bilateral fallopian tubes" is a 159 gram hysterectomy specimen, devoid of ovaries, with two detached segments of fallopian tube. The uterus measures 11.5 cm from fundus to ectocervix, 7 cm from cornu to cornu, and 5.2 cm in anterior to posterior dimensions. The anterior aspect of the uterus is thoroughly covered with gray fibrous adhesions and a small amount of adherent fatty tissue. The cervix alone measures 4.8 cm in length and 2.8 cm in diameter. The external os measures 0.6 cm in length and is patent. The ectocervix is glistening and unremarkable. The uterus is bivalved and the cervix is serially sectioned showing multiple mucus-filled cysts. The endometrial cavity measures 7 x 2.5 cm. It is lined by soft pink-tan endometrium, 0.2 to 0.4 cm in thickness. The myometrium measures up to 2 cm in thickness. No tumors or polyps are grossly identified. The fallopian tubes measure 3.5 and 4.0 cm in length and both measure 0.5 cm in diameter. Lot number reported is ( a64832 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received: "previously reported event medical device removal replaced by menorrhagia". Event enlarged uterus and irregular menses added and reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.